Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient experienced a detached sensor wire upon sensor insertion. Sensor was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) .

Event description:
Subsequent to the initial MDR, the patient contacted dexcom with additional information regarding the complaint device. Photographs were received and confirmed the customer complaint of a missing sensor wire. A root cause could not be determined.